Manufacturer narrative:
It was reported that the device could not be advanced through a 6fsheath and the stent dislodged when removed for the second time. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. A 6x90 ansel 6f sheath and a 0.035 rosen guidewire were used. Access was made via the left brachial artery. The intended treatment site was the sma. The device was inserted into the sheath and it could not be advanced after a few inches through a 6f sheath. Therefore the device was removed and re-flushed, negative pressure applied and re-inserted into the same 6f sheath. However, again the device could not be advanced through the sheath from roughly the same distance as the first time. The device was then removed for a second time and when removing the device the stent dislodged from the balloon at the valve into the sheath and remained in the sheath. The sheath was removed and a 7f sheath and new lifestream device of the same size were used to complete the procedure successfully. Air evacuation was performed prior to inserting the device into the sheath. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second reported complaint for this lot number and issue to date. For the first complaint received for this lot and issue the investigation was inconclusive as no sample was returned for evaluation. For this complaint the device was returned for evaluation. No packaging was returned. The hub was printed as expected and there were no visual defects noted. The sleeve was not returned. No visual defects were noted on the tip, inner or outer. The stent was not returned. No visual damage was noted on the balloon. Stent crimp impressions were visible on the balloon. There was no evidence that the balloon had been inflated. A 90cm 6f cook sheath was returned with the device. A 0.035" guidewire was inserted through the device without any issue. The device was not inserted through a 6f sheath because there was no stent on the balloon. The sheath was cut 60mm from the valve. The missing stent was lodged within the sheath and removed. The length of the stent was 37mm. The result of the investigation is inconclusive for the failure mode of 'device could not be advanced through a 6fsheath. The device was returned without a stent present on the balloon, therefore a functional evaluation could not be performed. There was no evidence that the balloon had been inflated hence the stent dislodgement failure mode reported can be confirmed. The missing stent was located in the introducer sheath lodged at the valve point. Based upon the available information a definitive root cause cannot be determined. It is also unknown whether handling factors or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated rate for the device-device incompatibility failure mode is (B)(4) (last 24 months) and is hence higher than the predicted rate of 0.02% the rate is decreasing since the process improvement (action from CAPA) was introduced into production on the 17th sept 16. The current rate from sept 16 to oct 17 is (B)(4).this figure is lower than the predicted rate of 0.02%. Also this calculation is based on 14 months of sales which is less than the required 24 months. Also the current confirmed calculated occurrence rate for the stent dislodgement failure mode is (B)(4) (last 24 months) and is hence higher than the predicted rate of 0.01%. This rate is also decreasing since the process improvement (action from CAPA) was introduced as above. The current rate from sept 16 to oct 17 is (B)(4). While this figure is slightly higher than the predicted rate of 0.01% this calculation is based on 14 months of sales which is less than the required 24 months. If the calculation is adjusted for 24 months sales the rate is (B)(4) which is equal to the predicted rate. The IFU states: a device description 1. Implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. B indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4)

Event description:
It was reported that the device could not be advanced through a 6fsheath and the stent dislodged when removed for the second time. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. A 6x90 ansel 6f sheath and a 0.035 rosen guidewire were used. Access was made via the left brachial artery. The intended treatment site was the sma. The device was inserted into the sheath and it could not be advanced after a few inches through a 6f sheath. Therefore the device was removed and re-flushed, negative pressure applied and re-inserted into the same 6f sheath. However again the device could not be advanced through the sheath from roughly the same distance as the first time. The device was then removed for a second time and when removing the device the stent dislodged from the balloon at the valve into the sheath and remained in the sheath. The sheath was removed and a 7f sheath and new lifestream device of the same size were used to complete the procedure successfully. Air evacuation was performed prior to inserting the device into the sheath. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the device could not be advanced through a 6fsheath and the stent dislodged when removed for the second time. A 6x90 ansel 6f sheath and a 0.035 rosen guidewire were used. Access was made via the left brachial artery. The device was inserted into the sheath and it could not be advanced after a few inches through a 6f sheath. Therefore the device was removed and re-flushed, negative pressure applied and re-inserted into the same 6f sheath. However again the device could not be advanced through the sheath from roughly the same distance as the first time. The device was then removed for a second time and when removing the device the stent dislodged from the balloon at the valve into the sheath and remained in the sheath. The sheath was removed and a 7f sheath and new lifestream device of the same size were used to complete the procedure successfully. There was no patient injury reported.